Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm micl12.6, -7.0 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2018. The lens was exchanged for a shorter length lens due to low vault this exchange resolved the problem.

Manufacturer narrative:
Additional information was received. The reporter stated that patient experienced excessive vault and did not experience low vault as initially reported. (B)(4)

Manufacturer narrative:
Lens was returned dry, in vial. Visual inspection found no visible damage to lens and residue on lens. (B)(4).

Manufacturer narrative:
Corrected data: type of reportable event is malfunction which is corrected from serious injury in the previous mdrs. Claim #: (B)(4).